Event description:
The pt underwent an (B)(4) trial on (B)(6) 2011 and received two percutaneous leads (from the same lot). It was reported that during intra-op testing one of the leads displayed invalid impedances on every contact. The doctor wiped off the lead, switched the trial cables, moved the led, and switched ports on the mts to no avail. Another percutaneous lead was used and exhibited normal impedances.

Manufacturer narrative:
Eval: results: the product was received with a curved stylet inserted. The lead was examined and revealed no anomalies. The lead also passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.